Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoir compartment was broken and reservoir was not able to stay in place. Customer's blood glucose was 500 mg/dl. Customer reported that insulin pump may have been dropped or bumped into things. Customer was advised that insulin pump would need to be replaced.